Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an internal iliac aneurysm. There was moderate calcification in the vessel. The iliac artery was about 14 mm in diameter. The physician implanted an ixw1814c75xh, however, there was a type I proximal endoleak. The physician used a reliant balloon three times and there was still an endoleak. The physician inflated the balloon with the stent graft and during the inflation, the vessel wall was perforated. The physician elected to place a bifurcated stent graft and the endoleak was resolved and the perforation was covered. The delivery system was discarded after the procedure. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(Medical intervention). Evaluation: results: arterial trauma/dissection/perforation; moderate calcification in the vessel. Conclusions: moderate calcification in the vessel.